Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown gastrointestinal/pelvic floor therapy. It was reported that the hcp reported that they were trying to turn the ins off for a medical procedure. When they used the patient application, it connected to the ins and displayed an message that said, error all internal data lost and they only option on the message was to end session. Tss reviewed how to use the clinician application to check the ins. The hcp confirmed that they were able to interrogate the ins and the therapy information showed that the stimulation was off. The programmer also showed that in the patient info section the abandoned product question was not answered, tss did not have the hcp look through all of the patient info and device info fields because they did not know how to correctly enter that inform ation on the device (e.g. They would not know what lead was implanted or if the patient had any abandoned components). The issue was not resolved through troubleshooting. Tss reviewed information about using the handset. No further complications were reported at this time.